Manufacturer narrative:
Product analysis #(B)(4). Brief description of complaint: the generator failed to recognize that a handpiece was connected when an aquamantys handpiece was plugged in. Then, during a case, something happened to the insulation on the tip of the plasmablade and then the blade burned the doctor through his glove. Interventional measures and case completion details are unknown investigation conclusion: the reported issue was not confirmed. The generator passed all functional tests. 3-pin and 7-pin devices were recognized as connected upon insertion. The test devices activated rf upon button press, and rf output stopped on button release for 3-pin test device and 7-pin test device on both cut and coag settings. The power output tests and flow test confirm that all parameters tested are within product specifications. Additionally, the patient injury complaint could not be replicated in the service environment. Minor cosmetic damage to the bezel and top cover was observed, but without a functional impact. Replacing the bezel and top cover returns the unit to acceptable cosmetic standards. If information is provided in the future, a supplemental report will be issued.

Event description:
During the surgical procedure, the surgeon reported the coating on the plasmablade device tip peeled off and caused a burn on the surgeon¿s right hand. The burn produced a small 1/3-inch blister. It is unknown if any interventions were needed. There was no injury to the patient.

Manufacturer narrative:
(B)(4) patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During the surgical procedure, the surgeon reported the coating on the plasmablade device tip peeled off and caused a burn on the surgeon¿s right hand. The burn produced a small 1/3-inch blister. It is unknown if any interventions were needed. There was no injury to the patient.